Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records and sterilization review was performed and found that the lot was manufactured to specification. The attorney alleges patient underwent additional surgery to remove the bard/davol ventralight st, infection and had a recurrent hernia. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent robotic ventral incisional hernia repair. As alleged, a bard/davol ventralight st, was implanted in patient during this repair. On (B)(6) 2018: the patient underwent surgery to remove the failed ventralight st in its entirety. The doctor noted the indications for the procedure as chronic mesh infection in addition to a small recurrent incisional hernia. The ventralight st implanted in patient failed to perform as intended. It caused serious injury and had to be surgically removed by invasive surgery and necessitated additional invasive surgery to repair the hernia that the ventralight mesh was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering and other damages due to the alleged defective ventralight mesh.